Manufacturer narrative:
Biomérieux conducted an internal investigation: system was not operational during the test. Regarding the customer data the most probable identification is candida auris. The data provided by the customer was reprocessed on the vitek® ms knowledge base (kb) v3.0, v3.1 and the next kb in development and there is no misidentification: * vitek® ms kb v3.0: no identification (correct result as candida auris is not included in this knowledge base). * vitek® ms kb v3.1: candida auris. * next vitek® ms kb in development: candida auris. The misidentification was linked to the knowledge base system limitation. Candida auris is not in the vitek® ms knowledge base v2.0 (the version used by the customer), it has been introduced only on the vitek® ms kb v3.1 (industry) release. According to the vitek® ms knowledge base (kb) user manual kb v2.0 clinical us: manual ref 161150-296-a, pages 1-11, paragraph "limitations": "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." This system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (e.g., presence of peaks) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: - no identification (no-ID) (most probable answer) when the spectrum acquired does not match with any species pattern. - an incorrect single choice identification to the nearest species pattern (often same genus as expected) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. - an incorrect low discrimination identification (often the same genus as expected) when the spectrum acquired presents a high level of similarity with multiple specific species patterns present in the database. The suspected root cause of the issue: * non-optimal fine tuning. * system limitation (candida auris is not included in the kb v2.0).

Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported that a patient blood sample was tested on the vitek® ms instrument and the result was c. Haemulonii, however the doctor suspected the patient had c. Auris. On (B)(6)2017, (B)(4) resulted in no identification at 24 hours and the results for the same isolate at 48 hours was (B)(4). On (B)(6)2017, (B)(4) was reported with susceptibility to follow. The infectious control nurse wanted confirmation so the specimen was sent to (B)(4) on (B)(4)2017 for confirmation and susceptibility. (B)(4) confirmed (B)(6) using bruker ms. The customer indicated patient treatment was not hindered and results were reported in a timely manner. An internal biomérieux investigation will be initiated.